Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced issues with the infusion set cannula which led to high blood glucose levels of 200 mg/dl and treated with correction bolus with pump and multiple daily injections (mdi) on (B)(6) 2026.